Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens, and the lens was torn while advancing in the injector. There was pt contact, but no injury. This is one of two lenses the surgeon attempted to insert in this pt. See MFR report 2023826-2007-01267.

Manufacturer narrative:
.